Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 374mg/dl. The customer's levels had been as high as 600mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer states the pump had crack at the reservoir compartment. Troubleshoot was conducted. The customer was advised the pump would be replaced due to physical damage.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump passed the delivery accuracy test. The pump was received with a cracked case at the display window corners, a display window, a cracked reservoir tube, a cracked belt clip slot and cracked battery tube threads. The pump had minor scratches on the display window and a stripped battery cap coin slot.